Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the tx60b instrument fired an incomplete staple line afetr stapling the rectum. The surgeon restapled the rectum to complete the case. The case was extended a few minutes and the exact time is not available. The device was discarded.